Event description:
There were pacer wires and a pace generator attached to the patient. The generator was set at 100, but the patient's heart rate was 60-80 on the monitor. When the generator was replaced, pacing resumed appropriately at 100.